Event description:
Reported false positive result for 1 patient. It is unknown if the patient was symptomatic. The consumer communicated the result was confirmed negative by molecular (pcr testing). The customer also communicated 2 additional events which are captured on separate reports.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Investigation summary: in response to your complaint, we reviewed manufacturing records for this lot. All release criteria were met. Additionally; no significant trends were identified in the complaint history log. The information you provided has been documented and will continue to be monitored for future trends. Root cause: unable to determine. Source: phone.